Event description:
It was reported that during an implant procedure, the superion indirect decompression spacer made a popping sound, and when removed revealed that it had broken into many different pieces. The physician assessed the presence of osteophytes had prevented the spacer from deploying. Another device was implanted and the procedure was successfully completed. The facility retained the device; therefore, it will not be returned for analysis. Additional information received confirmed all pieces of the broken spacer were removed from the patient.

Event description:
It was reported that during an implant procedure, the superion indirect decompression spacer made a popping sound, and when removed revealed that it had broken into many different pieces. The physician assessed the presence of osteophytes had prevented the spacer from deploying. Another device was implanted and the procedure was successfully completed. The facility retained the device; therefore, it will not be returned for analysis.